Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right aorta in a 65-year-old female patient with a past medical history of coronary artery disease (cad), presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: coronary artery bypass graft (CABG). Upon implant of the impella, the physician was unsure if the pump went through the right coronary cusp of the aortic valve. While the patient was in the intensive care unit (ICU), the patient had amber colored urine. No intervention was reported. After two days on support, the device was successfully weaned. Upon removal of the device, the aortic leaflet was not moving, causing severe aortic insufficiency. The decision was made to replace the aortic valve. The post-procedure outcome is survived at explant. The impella functioned at p-2 at 1.2l/min as intended. Hematuria may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position. Cardiac injury is listed as a potential adverse event, and consistent with known device-related, patient-related factors and/or can be attributed to user technique.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Hematuria/ aortic valve insufficiency/ regurgitation: the cause of the injury was not determined due to insufficient clinical details. Patient-device interaction: the cause of the patient device interaction was not determined due to insufficient clinical details.

Manufacturer narrative:
D4 serial number and UDI were revised.

Manufacturer narrative:
H6. Medical device problem code a150203 has been updated to a01